Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The failure was isolated to bent pulse pins on belt receptacle. The root cause for the bent pulse pins was unable to be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.